Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing a leak near the ports was observed. The reported condition was verified. The cause is related to material/manufacturing by the supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag was leaking by the administration port, next to the seam. This occurred when the device was being filled. There was no patient involvement. No additional information is available.